Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number 3006705815-2021-05884, 3006705815-2021-05919. It was reported that the patient experienced pain and burning sensation at the ipg site when stimulation is on. In turn, surgical intervention may be pending to address the issue.